Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was difficult to insert causing urethra trauma. The customer alleged that the eyelets were rough, which caused difficulty during insertion as well as self limiting bleeding from the patient's urethra. A cystoscopy was performed to check for injury and it was noted that there was no further impact to the patient. There was no further medical intervention required.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).